Event description:
This report is based on information provided by a philips bench engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro, while at a bench repair facility, indicating that the device display was dim in the lower half of the screen. There was no patient involvement, therefore no health consequences or impact.